Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a previously unreported chronic percutaneous lead (driveline) infection. The infection was treated, however, it did not resolve until the patient received a heart transplant on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient was routinely transplanted, and no device-related issues were discovered during the evaluation of heartmate ii lvas, serial number (B)(4). Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of (B)(4), small amounts of post-explant fixed blood were observed on the rotor blades, rotor outlet section and bearing cup, blood tube, and on the proximal end of the outlet stator, with no evidence of any tissue-like depositions or thrombus formations. No concentric contact marks were noted on the outlet portion of the rotor or the outlet bearing cup to indicate that the depositions on the bearing cup or outlet stator were present while the rotor was spinning during pump support. The depositions appeared consistent with post-explant blood that did not appear to have been present while the pump was supporting the patient and would not have contributed to a functional issue. The denatured, grainy texture of these depositions suggests that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient received a heart transplant. The observed depositions lacked laminated layering and were loosely seated, suggesting that they resulted from blood remaining within the device post-explant. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.